Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the target lesion was located in the moderately tortuous and narrow mid left anterior descending artery. The xience v stent was advanced to the eccentric and moderately calcified lesion and during implantation, a distal edge dissection was noted. Another xience v stent was used to cover up the dissection. No adverse patient sequela was reported. No additional information was provided.